Manufacturer narrative:
The investigation reviewed the customer's handling of patient samples. The patient sample tube was centrifuged for 10 minutes at 3500 rpm (cobas p612 => ~ 2500 x g). The patient sample tubes used by the customer should be centrifugated at = 1300 x g. The investigation reviewed the alarm trace. The investigation noted that in 24 hours, there were 14 sample-related alarms (sample clot 9 times and sample foam 5 times). The investigation reviewed the images of the patient sample. There were no abnormalities from the front but from the top, something was floating at the surface. The investigation reviewed the images from the sample foam detection camera (sfdc). The images showed a white metallic film on the surfaces. The investigation determined that a general reagent problem was not present because the qc before the event was within range. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data; the results were within specifications on the day of the event. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from three patient samples tested on the cobas e 801 analytical unit. The questionable results were not reported outside of the laboratory as the results did not match the patient's clinical diagnosis alerting the reporter to an issue with the results. The patient samples were rerun on another analyzer. Sample 1 on (B)(6) 2023: the reporter stated that the patient's previous results were all low values. The reporter checked the patient's medical history; the troponin results before 18-nov-2023 were all negative. The initial result at 10:02 am was 305 pg/ml. The first repeat result from the other analyzer was 9.83. The second repeat result from the other analyzer was 9.7. Sample 2 on (B)(6) 2023: the initial result at 1:00 pm was 319 pg/ml. The repeat result from the other analyzer was 3.73. Sample 3 on (B)(6) 2023: the initial result at 12:32 pm was 438 pg/ml. The repeat result from the other analyzer was <3. The unit of measurement of the results from the other analyzer was not provided.